Event description:
Reportable based on the analysis completed (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the 3.00x28mm promus element stent delivery system (sds) would not cross the lesion. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The physician then advanced the sds and the device and was not able to cross the lesion. The procedure was completed with another 3.00x28mm promus element stent. No patient complications were reported and patient status was good. Returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual examination of the returned device found identified stent damage. Struts on the first 2 rows from the distal edge were severely misaligned and stretched distally. Struts on rows 10 and 11 from the distal edge were raised. Struts on the first row from the proximal edge were slightly flared. The balloon was tightly wrapped and was not subjected to any positive pressure. The midshaft was twisted just proximal to the port. Several kinks were identified along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).